Event description:
Attorney reported: on (B)(6)2007 - patient underwent a hernia repair surgery with a bard composix e/x mesh. On (B)(6)2008 - patient presented to the hospital complaining of severe chronic abdominal wall pain. The decision was made to remove the mesh. The mesh was found to be folded over beyond where the stitches had been placed and was found to be adherent to the preperitoneal fat and omental tissue. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.